Event description:
During use of capsule surveillance software in a clinical setting, patient tiles on the capsule surveillance user interface displayed an indefinite spinning loading circle instead of waveforms.

Manufacturer narrative:
Mitigation at customer site introduced a configuration setting that replays cached waveform data immediately upon ui load. This ensures waveform displays even if the first packet lacks waveform content. The report was initially created to send on (B)(6) 2025, however due to issues with esubmitter not accepting adeverse event problem codes we were not able to submit until now. We did attempt to email pdf of the completed form 3500, but was rejected as not an acceptable method of delivery.